Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the four-way toggle switch was causing the tilt actuator to go into the upright position. The actuator would continue to run until they unplugged the toggle switch or turned off chair. MDR filed.